Event description:
A user facility's patient care technician (pct) reported that a fresenius combiset bloodline leaked form a pinhole three hours and eight minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The bloodline lot number is not available. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. A fresenius dialyzer was also in use. The pinhole was seen at the end of the arterial line going into the blood pump. There were no loose connections or issues during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required due to this event. The patient chose not to continue treatment. The complaint device is not available to be returned to the manufacturer for evaluation. Two photographs have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.